Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. No significant finding was found during the implant removal surgery. The implant fell out of the patient's mouth. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.